Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure, a fragment of the lead broke off and was left implanted in the patient. A new system was implanted. Patient was stable.